Event description:
Pt had surgery due to pain on medial side of ankle. The star poly implant was removed and replaced.

Manufacturer narrative:
Pt exhibited medial gutter pain after 7 years of implant. Surgeon removed heterotopic bone and replaced the poly mobile bearing as a matter of opportunity. Poly was damaged during removal. No unusual wear was found on the bearing surfaces.